Event description:
End hole not in proper place, comes off at an angle, unable to pass wire through, unusable. The defective sheath was discovered during the prep before a patient was in the room, and so a new sheath was obtained. The defective sheath never was part of a patient case. This is similar to issues we were having earlier with the end holes not being at the proper place/angle.